Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system would not unfold. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. The lens stop and plunger lock have been removed. Viscoelastic is observed in the device. The plunger and lens have been advanced to the fill line. The plunger has misfolded the trailing haptic under the right side of the optic. The trailing haptic is misfolded, looped around the tip of the plunger, and advanced under the optic raising the optic inside the device. The distal haptic tip is bent backward on the right side of the plunger, oriented toward the loading area. The optic is misfolded up, and rotated in the device. The trailing optic edge is broken and split through the optic center. The leading haptic is folded into the misfolded optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The trailing haptic was misfolded, looped across the front of the plunger and a plunger underride was observed which most likely resulted in the reported complaint of "lens did not unfold". The root cause cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The device is a pre-loaded device. A qualified viscoelastic was observed in the device. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).